Event description:
On (B)(6) 2018: underwent a microdiscectomy (B)(6) 2018. Patient stable and discharged (B)(6) 2018: patient readmitted for I and d of wound and wound positive for s. Areus (B)(6) 2018. Double lumen PICC line inserted prior to discharge. On (B)(6) 2018. While patient was at home he reported that the PICC line developed a leak "behind the purple hub". Patient was admitted to outpatient area and the damaged PICC line was replaced (using a guidewire) with a new provena PICC line. On (B)(6) 2018: all lot numbers (rebx 1581) have been removed from stock and use.